Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the unit could not work properly. An immediate adjustment was ineffective, and the surgery proceeded normally after replacing with another like unit. Because the unit could not cut and stop bleeding normally at that time, the surgery time was delayed, the amount of bleeding during the surgery was increased. No further information available.